Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open suprarticular popliteal femoral bypass surgery in saphenous vein inverted autologous, when doing the femoral anastomosis, the thread became untied. It was also noted that the thread broke. Took another suture to complete the procedure. There was no patient injury.